Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot; however, this is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. A used sample was returned and visually inspected. The infusion cannula line was not returned. All the returned manifolds were returned cut off, leaving 1" tubing length from the manifold connectors connected to the cassette. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. Replacing the destructed components and infusion cannula with those from lab stock, the sample was tested on a calibrated console representing the current software version. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. The sample met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Although the returned cassette passed functional testing, a full evaluation of the cassette with its components could not be performed as the returned manifolds were returned destructed and the infusion cannula line was not returned. As such, the root cause of the reported event could not be confirmed. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air bubbles were observed during the intervention despite repeated purge. The procedure was completed without consequences for the patient.